Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1051514. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that fluid leaked between the bd intima-ii¿ closed IV catheter system and hub during use. The following information was provided by the initial reporter, translated from (B)(6): "at 12:04 on (B)(6) 2020, the patient was ordered to perform intravenous infusion and venipuncture. When the responsible nurse performed the puncture on the patient, the puncture was successfully, blood was drawn back, and fluid leaked from the indwelling needle handle when the infusion fluid was connected. , check the venous access, the connection is tight, there is still leakage, the indwelling needle is removed, the indwelling needle is replaced and punctured again, the vein is unobstructed, there is no leakage of fluid again, and no harm to the patient is caused."